Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 456 mg/dl. The cause for the reported elevated bg levels was unknown. System check with tandem technical support was performed and the pump functioned as intended. Customer administered manual injections to address elevated bg levels.